Event description:
Customer reportedly obtained results of 186mg/dl, 187mg/dl, 489mg/dl, 539mg/dl, 449mg/dl, 183mg/dl, 497mg/dl, and 492mg/dl on the advantage system within 10 mins. Add'l comparison reports results of hi, 525mg/dl, hi, hi, 138mg/dl, 130mg/dl, 135mg/dl, 132mg/dl, 151mg/dl,and 139mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.